Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying inaccurately low readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 in the morning, she obtained readings of "47 and 41mg/dl" on her lfs meter. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient did not report developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2012 between 10-10:30am, she was advised by a healthcare professional to "visit another doctor and test her blood glucose." The patient reported a blood glucose result was obtained, however did not report the result. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient obtained 2 severely low blood glucose readings and may have delayed treatment since she believed the meter to be reading inaccurately.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.